Event description:
The surgeon performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2010. After a successful set-up and pre-planning review, a camera connection error appeared. Attempts to soft reset and hard reset, the system did not resolve the issue. The surgeon decided to proceed using the manual instrument set and was able to successfully complete the procedure.

Manufacturer narrative:
As part of normal complaint follow-up, an eval was performed by mako surgical with regards to the robotic arm interactive orthopedic system (rio). The rio was evaluated on (B)(4) 2010 by a mako field service engineer (fse). The fse reported that the failure was reproduced by manipulating the interface cable in the rear of the camera. The camera was returned to mako for further eval, which revealed no indication of a systemic connection problem. The root cause of the failure was determined to be a damaged camera cable. The camera was subsequently replaced and the rio was returned to operational status.